Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating that a maxfast pulse oximeter cause an abrasion while in used. Medtronic is requesting additional information regarding the patient outcome and injury of the event.